Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was revealed that the pacemaker could not be interrogated due to a radiofrequency telemetry anomaly. The device cyber security firmware was updated. The patient was stable.